Manufacturer narrative:
The lot number for the device was provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for evaluation. An x-ray image was provided for review. The company is still investigating the issue at this time. The device is labeled for single use. The catalog number identified in section d4 has not been cleared in the us, but is similar to the covera vascular covered stent system products that are cleared in the us. The pro code for the covera vascular covered stent system products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model avsm08080 covera vascular covered stent system allegedly experienced a material separation/dissection on imaging. This information was received from one source. This malfunction involved a patient with no known impact to the patient. The patient's age, sex and weight were unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for evaluation; however, four images were provided for review. The investigation is inconclusive for material separation and obstruction of flow. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H10: g4. H11: b5, h6(method, results, conclusion). H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the covera vascular covered stent system products that are cleared in the us. The pro code for the covera vascular covered stent system products is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model avsm08080 covera vascular covered stent system allegedly experienced a material separation and obstruction of flow. This information was received from one source. This malfunction involved a patient with no known impact to the patient. The patient's age, sex and weight were unknown.